Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and confirmed that the device has high temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to corrosion and organic debris which led to degradation of the bearings resulting in misalignment of the inner races of the bearings. This was further defined as wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device had a high temperature. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.